Event description:
The pt's system was explanted due to an infection. The infection began at a site away from the implant then spread. The pt had been implanted with an advanced bionics spinal cord stimulator and leads ftom a competitor.